Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface locking mechanism would not engage with the tibial component.

Manufacturer narrative:
Visual inspection of the persona articular surface identified that one of the rails of the dovetail feature was compressed. It has also been noted that there are nicks, gouges and scratches on the surfaces of the device. Device was autoclaved prior to return; hence accurate dimensional analysis could not be completed. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. Medical records were received confirming that the patient underwent right total knee arthroplasty due to localized osteoarthritis of right knee. Patient was in stable condition post-op. It was reported that persona personalized knee system surgical technique was used. The surgical technique states that "apply pressure anterior to posterior to properly engage the tibial component and tibial anterior surface for final seating. This is necessary to allow the inserter to properly engage the tibial component and tibial articular surface for final seating. Engage the hook on the articular surface inserter with the mating slot in the front of the base plate and close the lever with your index finger. This locks the inserter to the tibial plate." The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to surgical technique used. Incorrect placement and improper orientation may have caused or contributed to the problem. However, it cannot be determined if the exact procedure was followed.